Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is kept as inconclusive for the reported failure to obtain sample as no objective evidence was provided for review. A definitive root cause for the alleged failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, the device failed to obtain a sample after three attempts. Due to multiple punctures, the patient sustained kidney injury that was not visible to the naked eye, which increased the patients psychological distress and caused panic. The patient was comforted, and their condition was closely monitored. The current status of the patient is unknown.

Manufacturer narrative:
H11: the reported event involved failure to obtain a renal sample with multiple puncture attempts during the procedure. These punctures are inherent to the nature of a renal biopsy and represent expected access attempts rather than evidence of device related clinical injury. No diagnostic findings confirming kidney injury were reported, and no adverse patient outcome attributable to device use was identified. There was no permanent impairment, no lifethreatening condition, no hospitalization or prolonged hospitalization, and no medical or surgical intervention required to prevent permanent impairment. Following clinical review, it was confirmed that failure to obtain a sample has not resulted in serious injury and does not reasonably suggest a risk of serious injury should the event recur. Therefore, the original serious injury classification was made in error. The event has been corrected to not reportable, and this supplemental MDR is being submitted to reflect the appropriate reporting determination. B5, g3, h6(patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, it was noticed that the device failed to obtain a sample after three attempts. No observable injury was confirmed, and no diagnostic findings indicating patient injury were reported. No medical or surgical intervention beyond standard procedural care was required, and no adverse patient outcome attributable to device use was reported.